Manufacturer narrative:
The device is currently being evaluated: the MFR will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
A report was received stating that the listed device was leak tested prior to use with no leaks observed. After 1 day in use, the device reportedly began leaking air from the cuff. No incident related medical sequela was reported.